Event description:
It was reported that patient experienced ineffective therapy, and the system was unable to enter MRI mode. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The patient is no longer experiencing ineffective therapy. There is no device malfunction; therefore, this device is no longer considered reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that following an elective ipg replacement on (B)(6) 2025, the high impedances on the lead cleared once connected to the new ipg and effective therapy was restored postop. The patient is no longer experiencing ineffective therapy. There is no device malfunction; therefore, this device is no longer considered reportable.